Event description:
The directions above say to bite down until your teeth make contact with the hard base layer. After having my protector separate twice after days (at most a week). I emailed customer service and was told that you should not bite down hard or it will cause it to separate if you go through. This should be clarified. I would like another protector to try again.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.